Event description:
On (B)(6) 2012, the patient contacted animas, alleging the ok keypad button would stick and scroll screens. The patient alleged the pump would lock when the up arrow button was pressed. The patient denied damage to the keypad. The patient reportedly wore the pump in a pocket and did not clean it. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 12/28/2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be peeling at the up arrow. During testing, the contrast button was found to be intermittently unresponsive and the down arrow button was found to intermittently autoscroll when pressed. The up arrow and ok button responded appropriately. The original complaint of the ok button¿s sticking was not confirmed or duplicated. There was evidence of contamination found under all of the button contacts. Unrelated to the complaint, evaluation revealed a dim/fading display screen, which has no effect on insulin delivery function.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.